Manufacturer narrative:
The complaint investigation for falsely depressed architect total psa results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot performs as expected. Trending was reviewed and determined no trends were identified for the product for the issue. Customer field data was used to assess the performance of the architect total psa assay using worldwide data. The median patient population result for lot 27243fn00 falls within 2sd of the established baseline, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total psa reagent lot 27243fn00 was identified.

Event description:
The customer observed a falsely depressed architect total psa result for a patient who is receiving an anti-psychotic medication (serenace injection 5mg haloperidol). The customer could not provide any further patient information. It is not known if the patient has prostate cancer or if the cancer is being treated. The following results were provided: on (B)(6) 2021: total psa: 0.039 ng/ml, august: total psa: 3.529 ng/ml, on (B)(6) 2021: total psa: 4.221 ng/ml, on (B)(6) 2021: total psa: 6.267 ng/ml, and on (B)(6) 2021: total psa: < 0.008 ng/ml (first test 0.004, repeat test 0.005) (low linear limit is 0.008 ng/ml). The doctor was expecting the result generated on (B)(6) 2021 to be higher. There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.